Event description:
It was reported that three weeks after a bilateral cryotherapy procedure the patient presented with epistaxis. The bleeding was treated with posterior nasal packing and the patient was advised to not take anticoagulant medication, the patient was kept overnight at the hospital and released with no further complications.

Manufacturer narrative:
H3 other text : device not available.